Event description:
Pt compained of pain. It was found that the plastic had separated from the metal. The mg I patella was replaced. The mg I patella was a white porous implant. The hosp discarded the device.